Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of lactated ringers by gravity. It was reported that the pt was brought into the operating room by a transport cart. After the pt was transferred from the cart to the operating room table, the tubing separated from the proximal end of the backcheck valve. The nurse anesthetist clamped the tubing with the cair clamp. The tubing set was replaced and the therapy was resumed. There were reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.